Event description:
It was reported that the patient had a spinal cord stimulator (scs) put in about 3 weeks ago and was told that a manufacturing representative would ¿dial me in a little bit closer as I heal.¿ the patient wanted to see if she could get stimulation higher into her thighs as the patient felt this would work better. The patient had always needed stimulation higher up on the thighs since implant and they had ¿dealt with it for quite a while¿ after implant. She was told to wait for the healing to take place before reprogramming because it might change as she healed. It was later reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. The appointment date was to be determined in a few weeks. It was later reported that a rep came in to check the system before an MRI and said that #8 was >10,000 ohms as opposed to 3600 ohms. They wanted to know if the patient could have the MRI. It was reviewed that there was nothing in labeling for scs regarding impedances. The MRI was of the brain and it was not related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).